Event description:
Illness due to silicone breast implants. Has been ill since 1980 with a range of symptoms from fatigue to chest pain, chronic sinus and bladder infection and many more. Pt has had 4 surgeries - including 6 1/2 hours of having tissue cut from her chest trying to remove loose silicone. Have records showing symptoms since 1980.